Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 120 mg/dl. Initially customer reported having a failed battery test, troubleshooting was performed. Customer was unable to clear failed battery test alarm due to unresponsive keypad. During troubleshooting the device alarmed button error. Troubleshooting was performed for button error. Customer did not recall any major events that could have led to the alarm. Customer was advised to discontinue use of the pump and to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered-up properly after battery installation. The insulin pump received with operating currents within specification. No failed battery test alarms noted. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.